Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. Heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. G) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including multiple types of organ failure and dysfunction (hepatic dysfunction, renal failure, respiratory failure, and right heart failure) and death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to multi organ failure. The patient required continuous hemofiltration post implantation and remained ventilator dependent. The patient requested to stop the pump which caused the patient's death. It was reported that the patient's outcome was not device related. No autopsy will be performed. The device will not be returned for evaluation.